Event description:
Information received that the head up function was working intermittently. No injury reported.

Manufacturer narrative:
Technician found the head section works intermittently. Cause: bad solenoid. Replaced the solenoid to resolve this issue.